Event description:
The balloon would not deflate and was manually ruptured with a needle.

Manufacturer narrative:
While attempting to remove the catheter from a labor and delivery pt, the balloon would not deflate. A needle was inserted suprapubically with the aid of ultrasound to manually rupture the balloon. The sample was returned to us in six pieces. Each piece/section of the catheter was tested with air and water for continuous flow. All parts of the catheter allowed for a free flow without any obstruction. The foley balloon inflated and deflated without any issues. The inflation eye was visually inspected. There was no indication that would suggest an obstruction in the eye. There was a large opening in the eye that allowed for water to flow passively through the inflation lumen. Because each piece exhibited continuous flow, a failure indicating a non-deflating balloon was not identified. A root cause for the reported incident was not determined.